Event description:
The nurse practitioner reported high impedances prior to MRI. At 1.5 volts, the unipolar impedances were >2000 ohms between 9-12 ua. The nurse increased the voltage to 1.8 volts and some of the high impedance readings disappeared. The nurse then increased the voltage to 3.0 which resulted in bipolar high impedances >2000 ohms and >14 ua. The patient is receiving good therapy.